Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had bladder suspension surgery in (B)(6). It was also reported that they have been experiencing bladder spasm more and more in (B)(6), and they were not sure if it was the ins battery getting low. Troubleshooting showed that therapy was on, on program 2 at 4.5 volts. It was recommended that they follow up with their healthcare provider. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.